Manufacturer narrative:
Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon .completion of the investigation, a supplemental report will be filed

Event description:
It was reported that during use, a bd phaseal¿ infusion adapter c100 was found leaking, and with air ¿ bubbles during drug administration. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leaking with air bubbles with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leaking with air bubbles was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode.